Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An out of range pacing lead impedance measurement was noted on the tendril lead. The lead was capped and replaced to resolve the issue. The patient condition is unknown following the procedure, information was requested but not received.